Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was able to verify the customers reported problem and found that the unit is continuously auto cycling. Fsr identified that the problem is the main board. The turbine transducer is not calibrating and completely out of range. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was giving a motor fault alarm and vent inop during start up. There was no patient involvement.